Manufacturer narrative:
The patient's medical records were requested and had not been received at the time of this report. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported he was hospitalized for 7 days and the admission was unrelated to use w/the liberty cycler. During a follow-up, the pdrn stated the patient had been hospitalized due to pneumonia and it was not related to the patient's pd therapy. The pdrn confirmed it was a respiratory infection w/no signs or symptoms of fluid overload preceding the hospitalization. The patient was discharged from the hospital, and he has continued pd treatment on the liberty cycler w/out any problems.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.